Event description:
The customer's mother reported that the customer was hospitalized for high blood glucose levels. The customer's blood glucose levels went from 180 to 400 mg/dl. It was also stated that the customer had a fever and this could have contributed to the elevated blood glucose. During the call, it was stated that the customer had an xray done in the hospital and the insulin pump alarmed motor error. The customer later called stating that the insulin pump was shooting insulin during the manual prime. Advised the customer that the insulin pump would be replaced.

Manufacturer narrative:
The insulin pump was unable to prime and alarmed motor error, due to a faulty force sensor. Unable to perform occlusion and excessive no delivery alarm tests due to the faulty force sensor.